Event description:
It was reported that a spectrum pump displayed system error 105 found during history log review at baxter-puerto rico. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Device investigation determined the component causality to be a motor gear which was installed with the flat spot on the gear misaligned with the flat spot on the motor shaft which allowed the nylon motor gear to spin on the shaft. The motor assembly was replaced to address this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.